Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ in the operator's manual: "[inspection of the endoscopic image]" "1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite bronchovideoscope had air coming from forceps. There was no report of user or patient harm associated with this event. During incoming inspection, an e315 (unsupported scope) error occurred due to corrosion of the scope connector. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation, no electrical continuity due to damage on distal end. The control unit had a scratch. The switch box had a scratch. The grip was sticky. Grip had a scratch. The up/down plate was sticky. The scope connector had a scratch. The scope connector cover unit had a scratch. The control unit had corrosion due to water leakage. The scope connector was dirty due to water leakage. The scope connector cover unit was dirty due to water leakage. Universal cord was dirty due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Light guide bundle was slipping down. The insertion tube rotation ring had a scratch. Angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.